Event description:
It was reported that the patient had his advance sling removed due to recurring incontinence. It was noted that the sling did not keep the patient dry. An artificial urinary sphincter was implanted for the desired outcome. No additional patient complications were reported in relation to this event.